Event description:
While pt lying supine on scanning table for bone scan with gamma camera over pt's head, equipment failure occurred. Gantry led displayed message: "unrequested motion". Camera came down towards pt's head, system should have stopped all power driven motion. Emergency stop was pressed. Pt was wedged between camera and table, but taken out without apparent injury. Service engineer evaluation: "detector head drift". Power was disengaged. Per field service report device upgraded with "braking kit" and calibrated. Co had one other machine with same problem, notification not sent to hosp.